Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire medical has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the circuit was defective while connected to a patient. The customer stated that hypercapnia occurred during anesthesia. The patient received an arterial line and a central venous catheter. The customer confirmed that no further patient harm was noted.

Manufacturer narrative:
The vyaire quality investigation team received the suspected device and performed a failure investigation. The reported issue was "the circuit was defective while connected to a patient". The root cause of the reported issue "equipment - equipment not maintained".